Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was due to a diabetic related seizure. It was also reported that the customer had low blood glucose levels prior to passing away. It was reported that the customer was having difficulty managing blood glucose levels prior to passing away. It was reported that the customer was using the insulin pump all the time but the insulin pump was removed from the customer when he dropped to low blood glucose levels. It was reported that the wife of the customer would return the insulin pump for analysis once she finds the insulin pump. No additional information was provided.